Event description:
It was reported the camera head experienced an error code e226 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.